Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector. The epg is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm both output connectors were broken. Analysis also noted that the upper and lower case halves were broken, the encoder shafts were rusted, both output connector nuts were discolored, and two screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.